Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application entered the incorrect year for the date of implant and because of this the monitor transmissions then failed to transfer over to the cardiac device data management system. The implant date was manually changed but still displayed in the ¿¿last updated¿¿ section as a separate date which also caused the transmissions transfer to fail, the user was able to correct this date also. No patient complications have been reported as a result of this event.